Manufacturer narrative:
On (B)(6) 2021, during preventive maintenance, the autopulse platform ((B)(4)) failed functional testing as the drive train motor was unable to maintain compressions and displayed "system error, out of service, revert to manual CPR" error message. The root cause was due to a defective drive train motor, likely due to wear and tear since the platform was manufactured in 10 june 2014 and is 6 years old, past its expected serviceable life of 5 years. During visual inspection, cracked front enclosure was observed likely due to user mishandling such as a drop. In addition, encoder drive shaft was not rotating smoothly and exhibits binding and resistance. The root cause was due to the sticky driveshaft clutch area, which is usually caused by sharp edges from all 12-hex edges of the armature plate or due to burrs on the surface of the clutch rotor, likely attributed to normal wear and tear. Deburring and filing of the clutch plate will be performed to remedy the problem. The impact of sticky clutch was not severe enough to make the platform non-functional. The archive data review showed the occurrence of system error - user advisory (ua) 132 (internal watchdog timeout), fault 16 (timeout moving to take-up position) and fault 8 (motor controller fault detected) error messages which indicates a defective drive train motor. The drive train motor needs to be replaced to address the system error. Waiting for customer approval for repair. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
On (B)(6) 2021, during preventive maintenance the autopulse platform (sn (B)(4)) failed functional testing as the drive train motor was unable to maintain compressions and displayed "system error, out of service, revert to manual CPR" error message. No patient involvement.